Event description:
The customer reported that a "keys locked, release, press any key" error message appeared immediately after boot. The system was blocked (locked-up). There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel and control panel I/o circuit boards were replaced. The system was then found to be operating as intended.